Event description:
Class I recall. Philips respironics recalled CPAP machines on june 14 2021 they say actually the recall happened at least a year before that and they fudged the date to when they got around to recording applicants and even thinking about doing anything which was ignoring us for the most part and then doing some kind of study? They just yesterday sent another lovely letter saying that they were going to send out yet another form to fill out asking the same questions they already asked so that they could "prioritize" who will get a machine replaced meanwhile medicare has paid for tens of thousands (or more) of these machines and no one as far as I can tell has gotten any replacement or refund these people should be refunding medicare for all the recalled defective machines that philips has sold them and the patients that need them should be able then to buy other machines through medicare . Medicare will not pay for the new machines to replace the philips ones so far and this leaves the patients on the hook to buy new machines with their own money and philips gets to keep all they got already from medicare bogus can anyone out there light a fire under this company? They are just procrastinating until the five year limit is up and medicare will have to buy new machines for all the patients anyway and philips will then still retain all their dollars from medicare the very least you people should do is never buy anything from philips again (due to their procrastination and negligence) then charge them for all the defective machines so that medicare patients will be able to afford to replace these machines without out -of -pocket costs of (B)(6) that they can¿t afford (how much did you pay for those defective machines anyway?) I never realized that (B)(6) companies could be such jerks. FDA safety report ID # (B)(4).